Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total maintenance service. The cse inspected and cleaned the luminometer. The cse inspected the wash station, dispense, pumps, syringes, probes, tubing and fitting to ensure they are working properly. The cse ran multi-diluent precision, resulting satisfactory. The cse ran quality control (qc), resulting within specification. The cause of the discordant, falsely low tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cardiac troponin I (tni -ultra) result was obtained upon repeat testing on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on an alternate advia centaur cp instrument, and the results matched the initial result. The alternate instrument result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely low tni-ultra result.